Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, a new cartridge was loaded to resolve the issue. Additionally, it was reported that the cartridge was leaking from the o-ring. Customer loaded a new cartridge to address the issue and insulin delivery was resume. The customer's blood glucose was 229 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.